Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2016. Investigation results were received by dexcom on (B)(6) 2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.